Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the had an image problem could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had an image problem. The issue was found during preparation for use of a diagnostic hysteroscopy surgery. There was no delay in procedure and the patient was not under anesthesia. The procedure was completed with a similar device and there was no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the cable was damaged, and the switches were crystallized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.